Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date a mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and tvt was implanted concurrently with abdominosacral colpopexy with polypropylene mesh (mpathy medical restorelle y), lysis of adhesions, cystoscopy and perineorrhaphy. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.